Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 528 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, the pump was not receiving readings from the non-tandem continuous glucose monitoring system, which resulted in the control iq software being unable to suspend insulin delivery. Additionally, the customer had recently received covid-19 vaccine and the infusion set site bled when removed from customer's body, however, the healthcare provider was unable to verify if customer's bg was impacted by reported events.